Event description:
Out of box failure. It was initially reported that the device will not power off. There was no patient use associated with the reported failure. Upon initial evaluation physio-control observed that the device would constantly re-set itself.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was an electrically leaky filter, designator fl10, due to solder flux residue on the power supply assembly. A replacement device was provided to the customer.